Event description:
The customer reported that the device shut down unexpectedly. There was no report of pt involvement.

Event description:
Caller states patient tested 5.1 inr on the coaguchek xs system while a comparison lab returned as 3.1 inr. Patient's coumadin dose was held for one day. No adverse event reported. Requested return of suspect system and replacement was sent.